Event description:
Litigation alleges the patient suffers from pain, discomfort, inflammation, a popping/snapping sensation, and large amounts of toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. Update 1/20/15 - pfs and medical records received. After review of the medical records for MDR reportability, the stem is being added for the alleged high metal ions (no lab results provided). The patient fell on (B)(6) 2013 and sustained a subtrochanteric closed fracture. It was treated conservatively. The complaint was updated on: 2/13/2015.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 9/21/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain and no metallosis. The previously subtrochanteric fracture hadn't healed. There was some impingement noted with the trunnion and acetabular wall, but was thought to be caused by the malunion of the fracture. The previous fracture was cabled. No labs were provided for the alleged high metal ions. There was no mention of any subsidence of the stem as previously indicated. The complaint was updated on:10/14/2015.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.